Manufacturer narrative:
Correction to h4, please see h4 for further detail. This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested before repair, the results conformed to the regulation's recommendation. The instruction manual of the subject device describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrovideoscope tested positive for >100 colony forming units (cfus) of klebsiella. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results showed the following: <1 cfu/100ml of revivable microorganisms for all channels. <1 cfu/endoscope of revivable microorganisms for all channels. 4 cfu/100ml of micrococcaceae. 3 cfu/endoscope of coagulase-negative staphylococci for distal end. 2 cfu/100ml of revivable microorganisms. 3 cfu/endoscope of revivable microorganisms in total. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was returned to olympus for evaluation and the evaluation could not confirm the customer's allegation. Testing and inspection of the device, observed the following: light guide cover lens was chipped; probe housing and distal end body had scratches, dents, cracks and peeling; distal end cover glue was separated; connecting tube was wrinkled; cannel mount was damaged; and mouth guard mouthpiece was damaged. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.